Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17144) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed via remote transmission. The patient was checked three months ago and device longevity showed three years remaining. The device was explanted and replaced.